Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40-67 mg/dl. Reportedly, customers personal profile was deleted which made customer use incorrect settings. Customer consumed carbohydrates to address bg. Reportedly, tandem technical support assisted customer in making settings adjustments.